Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), amplatzer talisman pfo (artmt600154196 revision b), ¿warning: do not release the device from the delivery cable if the device does not conform to its original configuration¿¿

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was selected for an implant. During loading, the occluder was captured in one go without touching the borders of the cup. Rinsing was ok. When the occluder was implanted, the right disc bulged and did not fall back into its place. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The physician left the occluder in place despite its shape because the patent foramen ovale (pfo) was closed. The patient is stable,